Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a low scan of andorra 2.2 mmol/l on the adc device compared to a reading of 7.8 mmol/l obtained on a competitor device. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. The customer experienced symptoms described as "feet burning", blurred vision, and dizziness. The customer further reported being able to self-treat with cakes, sweets, and juice. There was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.